Manufacturer narrative:
Additional devices implanted and involved in the event: pxc201000/(B)(4) and pxc201200/(B)(4). (B)(4). According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2008, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On an unknown date, follow-up images identified an unidentified endoleak on the trunk-ipsilateral leg component, aneurysm enlargement was not identified. On (B)(6) 2013, the gore® excluder® aaa endoprostheses were re-lined with medtronic endurant endografts to treat the unidentified endoleak. It was reported the patient¿s left side was not completely relined leaving the distal portion of the trunk-ipsilateral leg component as the most distal portion of the system. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that theses lots met all pre-release specifications.